Manufacturer narrative:
Versafitcup dm acetabular shell 56, code 01.26.56mb - lot 144751 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Some (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Versafitcup dm acetabular liner 56, code 01.26.2856mhc - lot 144791 ((B)(4) liners produced - k092265): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Some (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Mectacer biolox delta ball head 28 l, code 01.29.2203 - lot 134585 ((B)(4) heads produced - k112115): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Some (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Amistem h collared cementless stem size 6 std, code 01.18.236 - lot 144103 ((B)(4) stems produced - k121011): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Some (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the date collected, we have no evidences that the infection is device related.

Event description:
Ref imp report #: (B)(4).